Event description:
On the morning of (B)(6) 2020, pt underwent an ivc filter placement due to lower extremity dvt with bleeding complications. Vessel accessed with 4 fr micropuncture technique under ultrasound guidance. Resistance was encountered during placement of micropuncture system. Micropuncture system was going to be exchanged for a stiff micropuncture system. On removal of micropuncture system approx 1 cm of outer aspect of sheath was found to be missing.